Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent alif l3-4, l4-5, l5-s1 using peek cage placement with bone morphogenic protein sponge at level s1 and beta tricalcium phosphate sponges within the graft at l3-4, l4-5, l5-s1. This procedure was followed by a posterolateral arthrodesis using rhbmp-2/acs and beta tricalcium phosphate at each level. Post-op, the patient was diagnosed with increasingly severe pain. Imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2/acs was implanted. Patient also suffers from chronic pain radiating into arms/legs, radiculitis, emotional distress, and mental anguish.

Event description:
It was reported that on (B)(6) 2013, patient underwent an anterior lumbar interbody fusion (alif) l3-4, l4-5, l5-s1 with peek cage and involving rhbmp-2/acs. Patient was diagnosed with increasingly severe pain. Imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2/acs was implanted. Postoperatively, the patient suffered from a significant amount of pain. Patient requires pain medication to deal with his severe pain. Patient is also less mobile than he was before his surgeries. Patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.